Manufacturer narrative:
Event description: it was reported that the products were implanted in 1997 and revised on (B)(6) 2019 due to wear, pain, osteolysis, infection, pseudotumor, elevated metal ion levels. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - x-rays: (B)(6) 2018 - pelvic overview and second view, right hip: situation before revision surgery, a thp is implanted on both sides (fitek cup, metasul pairing, beo stem). The inclination angle was measured and amounts to approximately 33°. On the ap view a radiolucent area is visible close to the implant above the trochanter minor. In the second view this radiolucent area can be seen as well posteromedially above the trochanter minor. Laterally there is a radiolucent area below the shoulder of stem in the area of the trochanter major recognizable on the ap view. The second view shows an osteolytic area anterolateral. Further, on the ap view a small radiolucent line along the polar region of the shell between the shell and the sulmesh can be observed. (B)(6) 2019 - pelvic overview and second view, right hip: compared to the previous follow-up the position of the implants as well as the lateral radiolucent area and anterolateral osteolytic area seem to be unchanged. There is an increased bony destruction above the lesser trochanter medially and posteromedially. (B)(6) 2019 - MRI no assessment. (B(6) 2019 - pelvic overview and second view, right hip: situation after revision surgery. Letter from the surgeon dated 20 march 2020: there was a regular check-up of both total hip endoprostheses on (B)(6) 2018. This was inconspicuous at an asymptomatic patient who could hike and cycle without limitations. In summer 2019 the patient developed knee pain on the right side. Examinations led to the evidence of a wear tumor at the right hip with consecutive osteolysis. Therefore, a revision surgery with debridement and change of the bearing was performed on (B)(6)2019. As secondary diagnosis a superinfection with salmonella was proven. This could probably have developed due to a haemotogenous colonization of the wear tumor. Preoperatively the metal ion levels for chromium and cobalt were measured in whole blood and resulted in 3.1 g/l respectively 6.7 g/l. In summer 2019 an autoimmune thyroiditis occurred and there was a gait disorder. Preoperatively, impairment of the cognitive functions was proven. All this could be the result of the metal wear tumor. Surgical report of revision, (B)(6) 2019: diagnosis: 1.symptomatic osteolysis at the proximal femur right and metal wear tumor right hip after implantation of a total hip prosthesis (metal-on-metal pairing) in 1997 2.mild cognitive impairment (mci), differential diagnosis (dd) arthroprosthetic due to heavy metal intoxication. Indication: radiologically, osteolysis at the proximal femur right with visible soft tissue tumor consistent with a local metal wear reaction after implantation of tumor right hip after total hip prosthesis with metal-on-metal pairing in 1997. This could be proven in a puncture. In addition, a chemical check of heavy metals was performed. There, an increased chromium as well as cobalt level in whole blood was seen in a range where revision of the thp is recommended. The newly occurred cognitive impairment as well as the autoimmune thyroiditis could both be caused by heavy metal intoxication. Technical procedure: the bulgingly filled capsule is opened and approximately 400 ml of brownish-crumbly liquid is removed. Capsulectomy is conducted. The head is removed in situ. The taper has a blackish discoloration consistent with a low grade corrosion but the taper structure is still intact. The prosthesis is dislocated. Samples for microbiological and histopathological examination are taken at different locations. The cup is exposed and the insert removed using a chisel. There are no deposits in the interface between the insert and the shell. A new insert (durasul alpha kk/36) is placed. The stem is exposed. Bone that had been grown over the stems shoulder are removed. The stem has a firm seat. However, there is osteolysis anteriorly extending distally to about 4 cm and posteriorly to about 2 cm. The osteolytic zones are filled with cancellous bone from an allograft femoral head. After trial reduction with an l head and respective check, a definite cocr head 36/xl is placed which shows good tension, no impingement and good stability. Lab report of blood tests: (B)(6) 2019: co -164 nmol/l, cr - 59 nmol/l. (B)(6) 2020: co - 75 nmol/l, cr - 51 nmol/l. Reference: co - 66 nmol/l, cr - 75 nmol/l. Bacteriological report: (B)(6) 2019 - puncture right hip: no growth of microorganisms. (B)(6) 2019 - biopsy 1 capsule anterolateral: no growth of microorganisms. (B)(6) 2019 - biopsy 2 wear tumor: no growth of microorganisms. (B)(6) 2019 - biopsy 3 capsule medial: salmonella species moderate. (B)(6) 2019 - biopsy 4 capsule posteromedial: no growth of microorganisms. (B)(6) 2019 - biopsy 5 capsule lateral: no growth of microorganisms. Product evaluation: visual examination: the polyethylene liner of the metasul fitek insert is slightly yellowish discolored on the anchoring side and shows no backside changes. Further, damage from the chisel and some scratches/nicks deriving from the removal are visible. The pole pin is deformed. On the articulation side the liner¿s rim exhibits several scratches, cut-ins and indentations and a small area with subsurface cracks. The center of the metasul inlay exhibits a low density of scratches while there is a higher density of scratches in areas closer to the rim. Otherwise the inlay appears inconspicuous. On the articulation surface of the metasul head including its bevel some coarse damage is visible probably due to removal. The articulation surface was inspected under the microscope at 200-times magnification with differential interference contrast (dic). In the loaded area numerous fine scratches are recognizable and the carbides, which in the original surface state protruded slightly, are levelled, while they are still visible in the unloaded area. The head taper shows surface changes due to fretting corrosion on the entire contact area with the stem taper. Wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value is 7.5m for the head and 4.9m for the insert which results in an annual wear rate of 0.34m for the head and 0.22m for the insert. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2m / year per pairing. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: after approximately 22 years in vivo the total hip prosthesis was revised due to osteolysis in the right proximal femur and soft tissue tumor. Until approximately one year before revision the patient was asymptomatic and could hike and cycle without limitations. Then pain, autoimmune thyroiditis, gait disorder and impairment of the cognitive functions occurred. During revision surgery the metasul pairing was exchanged and approximately 400 ml of brownish-crumbly liquid was removed from the bulgingly filled capsule. Further, the stem taper had a blackish discoloration. The stem had a firm seat, but osteolysis was found in the proximal area. The osteolytic zones were filled with cancellous bone from an allograft femoral head. The report concerning the histopathological examination of the samples taken during revision is not at hand. The bone changes seen on the x-rays indicate osteolysis. A blood test taken approximately three months before revision surgery showed a metal ion level in whole blood for cobalt of more than two times higher than the reference value provided in the lab report. Three months after revision the test was repeated and the value found for co was close to the reference value. The articulation surfaces of the retrievals at hand are inconspicuous. There are no indications for rim loading, impingement or other phenomena that in general could lead to increased wear. The wear value measured for the metasul pairing is low. There are no backside changes on the anchoring side of the metasul fitek insert. However, the head taper shows surface changes due to fretting corrosion over the entire contact area with the stem taper. The reason for the surface changes remains unknown. This could have contributed in some way to the patient¿s symptoms, the phenomena found during revision surgery (osteolysis in the proximal femur and brownish-crumbly liquid in the joint capsule) and the increased cobalt level in blood. However, it needs to be considered, that the patient had bilateral hip replacements with metasul pairing. After revision surgery the cobalt level in blood decreased while on the opposite side the hip replacement with metasul pairing is still implanted. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00547

Event description:
Investigation results were made available.

Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
It was reported that patient underwent revision surgery due to wear, pain, osteolysis, infection, pseudotumor and elevated metal ion levels.